Event description:
Circumcision was performed with a 1.1 clamp by the physician. Twenty mins after the procedure was performed, a moderate amount of bleeding was noted beneath the penis. The vaseline dressing was removed and an incision was noted below the circumcision site. The physician was notified and the incision was repaired with sutures. The clamp was removed from service and inspected by the biomed dept. Biomed noted metal fatigue and breakdown of the plating on visual inspection. The MFR was notified on 9/9/93 and the device was sent to co.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: expected wear/deterioration. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.